Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the system fan made a loud grinding noise when turned on, there was foreign material found inside of the programmer. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Concomitant products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer makes a loud grinding noise when turned on. The programmer was returned for repair, analyzed and tested out of specification. There was no patient involvement.